Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found to have an intermittent fog type image with lines going across the screen. A faulty cable was found. The cable was found with a cut which caused the leak testing failure. The identified parts needs to be replaced. Device was placed for repair. Based on evaluation findings, the reported issue was confirmed. The reported failure was due to a faulty cable. The root cause of the issue was attributed to mishandling.

Event description:
It was reported that during preparation for use, the device found with issue on the image. According to the reporter, the device exhibited intermittent fog type image and was distorted. Line going across the screen was also observed. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), please see updated sections: g4, g7, h2, h3, h4,h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during preparation for use, the device found with issue on the image. The device exhibited intermittent fog type image and was distorted the root cause was not identified. The reported event was likely caused by damage in the cables. Damage in the cables due to breakage likely caused by the customer¿s improper handling while the subject device was carried, stored, used or reprocessed. The damage in the cables likely caused the image abnormalities. Olympus will continue to monitor complaints for this device.